Event description:
Programming history for the original generator was reviewed on (B)(6) 2016. The data from surgery indicated that the initial settings on (B)(6) 2016 10:05am upon interrogation were not at faulted diagnostic settings. A faulted system diagnostic test occurred at 10:06am. The next interrogation at 10:10am showed faulted diagnostic settings, which changed the output current to 1.0ma, along with other changes to different settings. Two more faulted system diagnostic tests occurred at 10:11am and 10:44am. No further data was available, as the device was explanted. Programming data of the new generator was also reviewed on (B)(6) 2016. System diagnostics were performed at 10:45:42, which had normal results. The settings were then programmed at 10:48:01 to the previous settings of the old generator (faulted diagnostic test settings). At 10:49:22, the output current was programmed to 0ma, most likely due to the asystole. The settings were adjusted multiple times. A final interrogation at 14:38:36 confirmed that the patient's settings were as programmed. The faulted diagnostic test was reported in MFR. Report # 1644487-2016-00834.

Event description:
It was reported that a patient was having generator replacement surgery due to end of service, and the patient experienced asystole associated with stimulation and diagnostics. The patient's settings were at 1.0ma and 60min off when the old generator was interrogated, which is indicative of a programming anomaly (MFR. Report # 1644487-2016-00834). Also, the patient had asystole when diagnostics were performed on the old generator prior to explant, when diagnostics were performed on the new generator, and when the new generator was also programmed to 1.0ma and 60min off. The patient was hooked up to a pacer during surgery, which is what brought him out of asystole each time it happened. The settings were then adjusted to 0.5ma and 60min off time, and the asystole no longer occurred. It was unknown if the patient had any cardiac issues related to stimulation prior to vns. The old generator was discarded, so no analysis could be performed. The patient had not had any issues since the settings were lowered during surgery. The patient's previous physician refused to provide programming data.

Event description:
The operative report was received on 05/12/2016. General anesthesia with lma was used. Before the procedure was started, the patient's device was interrogated. This resulted in asystole on monitor and pulselessness. The interrogation was stopped and the pulse returned. The physician did try to interrogate once more with the same result. They changed the output settings from 1ma to 0.25ma without difficulty. They then increased the setting to 0.5ma without any incident. First, they opened the previous chest incision and dissected out the old pulse generator. They then connected the new one and interrogated the new device. There were no problems. No further relevant information has been received to date.